Event description:
Event verbatim [preferred term] had a second degree burn/ a bit of a pop/ pops were relating to blisters/ felt a bit of a pop along with a lot of pain [burns second degree] , maybe the heat cell contents were not properly packed [poor quality device used] , . Case narrative: this is a spontaneous report from a pfizer-sponsored program thermacare (B)(6). A contactable consumer reported for a female patient (mother) that a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip, reported as thermacare advanced back pain therapy), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for lower back pain. The patient medical history and concomitant medications were not reported. The patient had a lot of lower back pain, especially with the winter coming in. She decided to try thermacare advanced back pain therapy (size s-m) and wore it from 7 am until 12:30 pm. Around 4 pm, she felt a bit of a pop along with a lot of pain. They looked at her back and noticed she now had a second degree burn because of this product. She did not wear it for 8 hours, but still was burned. Also, she was not over the age of 55 so the product was placed directly on her lower back with no wrinkling or bunching. The reporter stated "this is utterly ridiculous and to watch my mom in so much pain because of your product, which we thought would alleviate the pain, was used. Maybe we bought a bad batch and the heat cell contents were not properly packed". Reporter further clarified pops were relating to blisters. The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns second degree and poor quality device used as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the events burns second degree and poor quality device used as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Had a second degree burn/ a bit of a pop/ pops were relating to blisters/ felt a bit of a pop along with a lot of pain [burns second degree] , maybe the heat cell contents were not properly packed [poor quality device used] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program thermacare (B)(6) page. A contactable consumer reported for a female patient (mother) that a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip, reported as thermacare advanced back pain therapy), device lot number: m59540, expiration date: sep2018 from an unspecified date to an unspecified date at an unspecified dose for lower back pain. The patient medical history and concomitant medications were not reported. The patient had a lot of lower back pain, especially with the winter coming in. She decided to try thermacare advanced back pain therapy (size s-m) and wore it from 7 am until 12:30 pm. Around 4 pm, she felt a bit of a pop along with a lot of pain. They looked at her back and noticed she now had a second degree burn because of this product. She did not wear it for 8 hours, but still was burned. Also, she was not over the age of 55 so the product was placed directly on her lower back with no wrinkling or bunching. The reporter stated "this is utterly ridiculous and to watch my mom in so much pain because of your product, which we thought would alleviate the pain, was used. Maybe we bought a bad batch and the heat cell contents were not properly packed". Reporter further clarified pops were relating to blisters. The action taken for the product and events outcome was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (10feb2017): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events burns second degree and poor quality device used as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree and poor quality device used as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.